Manufacturer narrative:
Additional information was received that no further information can be obtained regarding the symptom/s of the infection.

Event description:
A report was received that the patient had a suspected infection at the ipg site. The physician believed that the infection was not device related and stated that the infection developed weeks after the implant procedure, but the patient ignored the symptoms. The patient underwent an explant procedure.

Manufacturer narrative:
Event date: (B)(6) 2014. Additional suspect medical device components involved in the event: model #: sc-8216-50, serial / lot #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, serial / lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a suspected infection at the ipg site. The physician believed that the infection was not device related and stated that the infection developed weeks after the implant procedure, but the patient ignored the symptoms. The patient underwent an explant procedure.